Event description:
It was reported during a gastrectomy procedure when the operator was using the device, the clip had been fired without closing. There was no adverse pt consequence. The procedure was prolonged approx 3 hrs.

Manufacturer narrative:
Info anticipated, but unavailable at this time.